Event description:
It was reported that the customer experienced cgm error 42 multiple times on the current pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and advised the customer on its storage mode and return process. The customer did not disclose an alternate method of insulin therapy.